Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture with complications occurred. A pci had just been successfully completed in the first diagonal branch of the (lad). Then the 80% stenosed lesion located in a moderately calcified left anterior descending (lad) artery was treated using a 3.0 x 20mm maverick2 monorail balloon catheter. However, the balloon ruptured . The device was removed as usual without any resistance, however , on fluoroscopy, it was evident that a part of the balloon remained in the lad. The patient experienced timi 2 flow with st depression. For two hours attempts were made to retrieve the balloon fragment with snare baskets, crocodiling, and additional ballooning. None of these attempts were successful. This resulted in the patient undergoing coronary artery bypass grafting and attempted surgical extraction of the balloon fragments. They were not able to visualize the fragments from the aortic ostium or the left internal mammary artery(lima) landing zone. Due to other high risk factors, it was not possible to open the lad in that area for balloon fragment removal. The patient received a lima to lad graft and an saphenous vein graft from the aorta to the right coronary artery. The patient¿s status was good one day post surgery.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a maverick 2 balloon catheter without the distal portion of the balloon, distal tip and inner lumen. Visual and microscopic inspection revealed that the inner shaft had been detached/separated near the guide wire exit notch. The balloon has been torn/split on the distal portion of the device. An inspection of the remainder of the device revealed no other damage or irregularities. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture with complications occurred. A pci had just been successfully completed in the first diagonal branch of the (lad). Then the 80% stenosed lesion located in a moderately calcified left anterior descending (lad) artery was treated using a 3.0 x 20mm maverick2 monorail balloon catheter. However, the balloon ruptured . The device was removed as usual without any resistance, however , on fluoroscopy, it was evident that a part of the balloon remained in the lad. The patient experienced timi 2 flow with st depression. For two hours attempts were made to retrieve the balloon fragment with snare baskets, crocodiling, and additional ballooning. None of these attempts were successful. This resulted in the patient undergoing coronary artery bypass grafting and attempted surgical extraction of the balloon fragments. They were not able to visualize the fragments from the aortic ostium or the left internal mammary artery(lima) landing zone. Due to other high risk factors, it was not possible to open the lad in that area for balloon fragment removal. The patient received a lima to lad graft and an saphenous vein graft from the aorta to the right coronary artery. The patient's status was good one day post surgery.